Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on 05/11/2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Patient will try the trouble shooting techniques and will call back if the issues persist. No injury or medical intervention was reported.